Manufacturer narrative:
UDI= (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x24mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, during preparation when the balloon was pulled out of the stylet and the stylet was pulled off of the balloon in the protective covering, the stent came off with it. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found that almost the entire stent profile was damaged particularly at one end where the stent struts were severely bunched. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and found that the balloon wings and folds were disturbed out of their intended position. Solidified media was also identified inside the balloon chamber. This disturbance was likely caused by the movement of the stent off the device and by preparing the device for the procedure. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. The crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x24mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, during preparation when the balloon was pulled out of the stylet and the stylet was pulled off of the balloon in the protective covering, the stent came off with it. No patient complications were reported.